Event description:
The customer alleged they received a questionable inorganic phosphorus (phos) result for one patient on their p-module. The customer stated the sample was processed through their modular pre analytics device and put in sample cups for analysis. No other assays with discrepant results were reported. The patient's initial phos result was 19.32 mg/dl and it was reported outside the laboratory. The customer stated that during their internal quality control, this patient's sample was picked at random and repeated. On (B)(6) 2013, the repeat result was 7.66 mg/dl accompanied by a data flag. The sample was then tested on another p-module, serial number not provided, and the result was 7.65 mg/dl. The customer stated the initial result was not collected by the patient. The initial report was held and corrected after verification. There were no adverse events. The phos reagent lot number was 668714 and the expiration date provided was (B)(6). The field service representative checked the analyzer and found it was ok. A precision test was performed with good results. A definitive root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).